Event description:
It was reported that during an lap appy procedure, surgeon went to fire but no power generated. They got a new device to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. B3: exact event date unk, entered (B)(6) 2024 as only the year was provided. D4: batch # 714c09. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload present. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 714c09, and no non-conformances related to the reported complaint condition were identified.